Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gastric band removal procedure on (B)(6) 2014 and suture was used. During subcutaneous fat/scarpa¿s fascia closure, the needle broke. The wound size doubled during exploration to find the needle and two x-rays were obtained. After the needle was retrieved, the initial procedure was completed without further issue. Following the procedure, the patient developed post-operative seroma and underwent a puncture aspiration procedure. Currently, the patient developed a recurrence of the seroma and required an additional drainage on (B)(6) 2014.